Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 431 mg/dl, at the time of incidence. Customer¿s current blood glucose level was 410 mg/dl. After checking the blood glucose level history it was found that 373 mg/dl, 447 mg/dl, 371 mg/dl, 300 mg/dl and 75 mg/dl. Customer mentioned the auto mode at the time of incidence in the reviewed blood glucose history. Customer was treated with insulin pump. Customer was in the car and did not have complete material to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.